Event description:
Went to change bag for a heparin drip on patient and detached current bag from IV tubing. During reattachment of new bag to IV tubing (IV tubing was changed yesterday, so no change in tubing), and while attempting to spike bag, the tip of the IV tubing got disconnected inside bag. Due to this happening, the IV tubing was replaced with brand new heparin bag because now the bag had a piece of plastic lodged inside the area where you would puncture the bag.